Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and was confirmed to be fractured. The physician decided to place the right ventricular (rv) lead in the left ventricular (lv) port and switch the patients lv lead to the rv port instead of implanting a new lead. The rv lead remains in service. No patient complications have been reported as a result of this event.